Manufacturer narrative:
This device was reported as included in the field action.  Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's pen calibration could not be controlled. The programmer is expected to be returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: the stylus and cursor were confirmed to be misaligned. The connection between the display and printed circuit board (pcb) was cleaned and re-seated, and the stylus was calibrated. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for service: 2019-01-16.